Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high blood glucose (bg) level of 290 mg/dl. The customer stated the cause of the bg level was unknown. Reportedly, the customer did not observe any kinks in the cannula when changing out the site. The customer changed out the site, delivered a correction bolus, and reported going to the gym to manage bg level. While contacting tandem technical support, the customer reported a decrease in blood glucose level of 177 mg/dl. Tandem technical support informed the customer to consult with their healthcare provider regarding high bg factors.